Event description:
This is a (B)(6) male with a history of bilateral depuy asr left hip system implant on (B)(6) 2009 (left) and (B)(6) 2008 (right). On (B)(6) 2010, pt presented with thigh and groin pain. Labs and x-ray ordered. On (B)(6) 2010, pt presents with discomfort in both right and left hip. Lab results showed significantly elevated cobalt and chromium levels. An MRI is suggestive of bursitis. Wishes to pursue a revision total left hip arthroplasty on (B)(6) 2011.